Event description:
(B)(4), dental implant's internal hex feature was not manufactured to the specified depth. This condition was found in-house. There was no patient involvement.

Manufacturer narrative:
.

Manufacturer narrative:
An in-house evaluation discovered this implant biomet 3i investigated and found that the internal hex wasn't manufactured to the specified depth. There was no patient involvement. However, other devices within the same lot have been distributed. Biomet 3i is conducting a recall of these devices.